Manufacturer narrative:
On oct 16 2016, day 30, no additional information had been obtained, therefore kci is reporting this event as it was unknown if v.a.c.® therapy caused or contributed to the alleged hospitalization. On dec 19 2016, the following information was reported to kci by the nurse case manager: the nurse case manager confirmed the hospitalization was unrelated to v.a.c.® therapy. Based on the additional information obtained, kci has confirmed the patient's hospitalization was unrelated to activ.a.c.® therapy. Therefore, the event is not reportable. Device not returned.

Event description:
On sep 16 2016, the following information was reported to kci by the patient: the patient reported too much fluid was being removed from his wound which allegedly caused him to be in the hospital. Multiple subsequent unsuccessful attempts were made to obtain additional clinical information related to the alleged hospitalization,sep 23 2016, sep 30 2016, nov 08 2016, and nov 09 2016 with no response. On aug 12 2016, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2016, the device was placed with the patient. Since report of customer complaint, kci quality engineering made three (3) unsuccessful attempts to retrieve the activ.a.c.® device. To date, this device is unavailable for evaluation in kci quality engineering. A product issue related to the event could not be confirmed.